Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high compared to her normal readings. The complaint was classified based on the customer service agent (csa) documentation. The patient reported that the alleged issue occurred on (B)(6) 2020 at around 5:25 pm. The patient reported obtaining inaccurate high results of ¿359 and 370 mg/dl¿ with the subject meter compared to her usual results of around ¿123 to 136 mg/dl.¿ the patient informed the csa that she manages her diabetes with a combination of insulin (levemir 12 units morning and night; humalog before meals on a sliding scale) and that she tests her blood glucose 6 times a day. As a result of the alleged issue, the patient claimed she took ¿too much insulin¿ and 1 hour later her blood sugar ¿bottomed out.¿ the patient reported developing symptoms of ¿sweaty, shaking, blurred vision and vomiting.¿ in response to the symptoms, the patient claimed she tested her blood glucose with the subject meter and obtained a reading of ¿44 mg/dl.¿ she then treated herself with soup and a popsicle to alleviate the symptoms and stabilize her blood glucose. An hour later, the patient reportedly re-tested her blood glucose with the subject meter and obtained a reading of ¿96 mg/dl.¿ no other device was used for testing. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking insulin based on alleged inaccurate high results obtained with the subject meter.